Manufacturer narrative:
Corrected d4: lot number from 0024350349 to 0024328796. Corrected d4: expiration date from 08/28/2021 to 08/25/2021. Corrected h4: device manufacture date from 08/29/2019 to 08/26/2019.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, 32mmx3.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A stingray lp catheter was selected for use. During procedure, it was noted that the balloon burst. The device was simply pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm distal from the proximal. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, 32mmx3.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A stingray lp catheter was selected for use. During procedure, it was noted that the balloon burst. The device was simply pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, 32mmx3.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A stingray lp catheter was selected for use. During procedure, it was noted that the balloon burst. The device was simply pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.